Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, event history log (ehl) review, the customer problem was duplicated. The pump was used, and it was found to have a degraded downstream occlusion (dso) sensor. After investigation the results indicated a reportable malfunction due to the degraded dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the pump was not turning on. The customer returned the product for the pump not turning on, and during physical inspection it was found that the downstream occlusion (dso) seal was degraded. There was unknown patient involvement and unknown harm/adverse event reported.